Event description:
It was reported that the user dropped the ilet, resulting in a cracked connector that separated into two pieces while the ilet device itself remained undamaged and blood glucose readings were unaffected; the connector fragment lodged in the device port was removed during the call, and troubleshooting and education were completed without any alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed physical damage to an external connector with the device operating as intended after removal of the broken piece. It was concluded that the event was due to accidental damage to a non-implanted accessory, with no device malfunction and no patient injury.